Event description:
It was reported that the handpiece began leaking an unknown fluid from the neck of the device. This occurred in spd before sterilization so there was no patient involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer for investigation based on this event. A product return was requested. The reported event cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed if the product becomes available.